Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8:04 am. The patient obtained a blood glucose result of "113 mg/dl" on the subject meter, and "43 m/dl" on another meter, done greater than 20 minutes apart of each other. The patient stated that he manages his diabetes with insulin (self adjuster) and due to the alleged result he took insulin to correct his glucose level and did not "eat right away". He claimed at an unspecified time after the alleged issue started he "passed out". In response to his symptom, on (B)(6) 2011, at 9 am emergency medical services (ems) was called out, tested his glucose level with an ems meter and obtained a result of "43 mg/dl". The patient reported that he was treated with IV dextrose and taken to the hospital due to a broken tibia and fibula after passing out. During the initial call with customer service, the agent noted that the patient was using the meter set to the correct unit of measure and an approved sample site. Replacement products were sent to the patient. The patient's meter has been returned to lfs product analysis on (B)(4) 2011, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 11/14/2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient's meter has been returned to lfs product analysis on (B)(4) 2011, but the testing has not been completed as of yet. Once the results are available it will be submitted as a supplemental report. 510(k) # is k061118.